Manufacturer narrative:
The surgeon converted to an alternate implant system intra-operatively due to poor fit of the disposable ijig instrumentation. It was reported that the operation took longer due to the conversion. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The surgeon converted to an alternate implant system intra-operatively due to poor fit of the disposable ijig instrumentation. It was reported that the operation took longer due to the conversion.

Manufacturer narrative:
The surgeon converted to an alternate implant system intra-operatively due to poor fit of the disposable ijig instrumentation. It was reported that the operation took longer due to the conversion. Review of the cad model, physical jigs, segmentation, and post-op x-ray revealed the CT scan series images were incorrect. This was not identified prior to initiating production processes. Corrective action to implement additional controls is in process.